Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user¿s report was confirmed. The fan was not functioning properly during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera elite xenon light source¿s fan was having an issue during use. According to the initial reporter, the fan was not rotating. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the fan was not rotating due to a fan failure. The specific root cause of the fan failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed that this event occurred during a diagnostic procedure. The procedure was completed using the subject device. There were no delays or patient harm as a result of this event.